Event description:
It was reported that the patient recently had an inappropriate shock due to oversensing. This is not the first inappropriate shock. The device has been reprogrammed previously. The electrogram had a wandering baseline. Also, the smart pass feature was off. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient recently had an inappropriate shock due to oversensing. This is not the first inappropriate shock. The device has been reprogrammed previously. The electrogram had a wandering baseline. Also, the smart pass feature was off. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.